Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va2102e, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jul-2023, UDI#: (B)(4). Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. An individual called for MRI compatibility information as the patient was needing an MRI of the cervical spine. The caller reported that the patient had fallen and ¿knocked one of the leads loose.¿ the patient confirmed that they were seeing an health care physician (hcp) on (B)(6) 2020 for surgery to address the issue. The patient reported that the first time the manufacturer company was notified of the fall/lead issue was the day prior to the call, ((B)(6) 2020) when the patient met with a manufacturer representative (rep) to have their stimulator checked/turned off. The patient reported the fall occurred sometime in the fall of 2019 (B)(6) it was noted that the patient had been very difficult to understand during the call as the patient noted they were on drugs because they thought they would be having an MRI. MRI compatibility was reviewed per request. There were no further complications reported.